Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Patient had pain. X-ray showed broken ceramic insert. Patient had no traumatic event. Insert and had were exchanged.

Manufacturer narrative:
An event regarding crack/fracture involving trident liner was reported. The event was confirmed. Method & results: device evaluation and results: the device was not returned however a photo was provided. A review of this photo showed the ceramic liner had fractured into multiple fragments. Medical records received and evaluation: a review of the provided x-rays and photos by a clinical consultant indicated; revision of trident alumina bearing due to fracture some 13-years post implantation without trauma. There is minimal info and the x-ray confirms an adequate implantation of components. Frequently cup malposition is observed as underlying problem with ceramic fractures resulting in edge loading or other adverse biomechanics. This does not appear to be the case here. Component position appears adequate although no lateral x-ray is available for cross check of cup anteversion. On the only available ap view, cup anteversion as measured by the projected oval of the cup opening circle appears to be in the ¿average normal¿ range. This is however not identical with optimal cup anteversion. Native cup anteversion is somewhat variable between patients and only a true lateral view of the hip allows to evaluate how well the cup plane matches the acetabular bone plane. As such cup malposition can not certainly be excluded although still not very likely. Because there is no other information surrounding the event with normal x-rays regarding component position, the root cause of failure remains uncertain even though the event is confirmed. This case requires more information to solve. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. Conclusions: a review of the provided x-ray and photos concluded: because there is no other information surrounding the event with normal x-rays regarding component position, the root cause of failure remains uncertain even though the event is confirmed. This case requires more information to solve. The exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, additional x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Patient had pain. X-ray showed broken ceramic insert. Patient had no traumatic event. Insert and had were exchanged.